Event description:
Reportedly, during a lap. Assisted right hemicolectomy and after switching in laparotomy, the surgeon used the ligasure ls1120 to mobilize the right mesocolon. After the application, he invest another 30 minutes to do the ileo-colic anastomosis and to revise the abdomen before closing the laparotomy. By this time, no problem was notice by the surgeon. The pt's sex was not noted. Seven hours after the surgery, the pt presented a severe hypotension which led to an immediately re-operation. During this second surgery, the doctor find out that a 3 mm vessel, previously treated with the ligasure instrument was open. All the necessary intervention was performed to control the bleeding.

Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a manufacturer strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the rec'd report including relevant events prior to and subsequent to the actual incident has been sought (including add'l pt status details). The file would be updated when add'l info is rec'd.